Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 116 ml during therapy initiated on (B)(6) 2012 10:40:57, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. Review of the event log revealed the cycle 1 drain was completed on (B)(6) 2012 10:46:16 and the user's actual drain volume during cycle 1 was 116 ml. The actual drain volume of 116 ml is 68.2% of largest prescribed fill volume (lpfv) of 170 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 10:40:57. During night drain cycle one, the patient's ultrafiltration reading was 116ml, indicating the home patient (hp) drained 116ml more than their maximum programmed fill volume of 170ml. This information meets iipv criteria. No additional information is available.